Manufacturer narrative:
Additional information: according to the received information from the field, the recipient experienced a trauma to the head and was having performance issues after the reported event. However no information was received, which would point to a device damage. Therefore a device unrelated medical condition seems to be the cause for the limited benefit. The reported impact might have caused temporary irritation of cochlear structures. In addition the implant housing shifted from its intended position due to the reported impact. Revision surgery is considered but no date has been scheduled yet.

Event description:
Reportedly the position of the the user's internal device has shifted after a trauma to the head. Additionally there was a sudden change in hearing benefit with the device. The incident reportedly occurred in (B)(6) 2023. Revision surgery is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the position of the user's internal device has shifted after a trauma to the head. Imaging has been scheduled and revision surgery is considered.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the received information from the field, the recipient experienced a trauma to the head and was having performance issues after the reported event. Therefore, a device unrelated medical condition seems to be the cause for the limited benefit. The reported impact might have caused temporary irritation of cochlear structures. In addition, the implant housing shifted from its intended position due to the reported impact.

Event description:
Reportedly the position of the user's internal device has shifted after a trauma to the head. Additionally, there was a sudden change in hearing benefit with the device. The user was reimplanted.